Event description:
It was reported that during the explant of the device, the physician noticed a wrinkle in the outer insulation of the right ventricular pace/sense coil. A repair was done on the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.